Event description:
It has been reported to the co that during the procedure the shaft of this device broke. Reportedly, the break occurred at the junction between the shaft and the bifurcation. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.